Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer received pump error 4, 15. Timing of pump error alarm was mentioned as bolus. High blood glucose level of 115 mg/dl. Customer declined to troubleshoot for high blood glucose. Self test was test passed. The product was returned for analysis.

Manufacturer narrative:
Pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was received with normal operating currents and no unexpected low battery alarm or power loss alarm noted. No unexpected pump error 4/15 alarm noted during testing. No cosmetic damage noted.